Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation: 10 retained tubes were analyzed for the heparin content and were all within spec limits. Additionally, clinical testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate the customer¿s indicated failure mode, erroneous results-troponin t, because the defect was evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. However, replicates of both retention and control samples were outside acceptable range in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is confirmed with respect to erroneous results-troponin t. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus blood collection tubes falsely delivered elevated troponin results. This report captures the information from winchester. Verbatim: troponin results falsely elevated with tube lh 367885 ¿ 2 locations are reporting elevated troponins ¿ winchester and basingstoke¿ please confirm if this is correct ¿ that is correct. ¿ which location reported the following results? I am not sure which site reported which. These are a mixture of both sites. ¿ please confirm the lot # that is being used with the elevated troponins ¿ we are on lot number 2308675. ¿ the frothy samples was entered as a complaint for basingstoke ¿ is this happening at winchester as well? We are seeing this on both sites.

Manufacturer narrative:
Due to a clerical error, the data for the clinical investigation was incorrectly computed as confirmed. Upon rectifying the clerical error, the data is correctly computed as unconfirmed. H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation: 10 retained tubes were analyzed for the heparin content and were all within spec limits. Additionally, clinical testing was performed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-troponin t) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is not confirmed with respect to erroneous results-troponin t. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus blood collection tubes falsely delivered elevated troponin results. This report captures the information from winchester. Verbatim: troponin results falsely elevated with tube lh 367885 ¿ 2 locations are reporting elevated troponins ¿ winchester and basingstoke¿ please confirm if this is correct ¿ that is correct. ¿ which location reported the following results? I am not sure which site reported which. These are a mixture of both sites. ¿ please confirm the lot # that is being used with the elevated troponins ¿ we are on lot number 2308675. ¿ the frothy samples was entered as a complaint for basingstoke ¿ is this happening at winchester as well? We are seeing this on both sites.

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus blood collection tubes falsely delivered elevated troponin results. This report captures the information from winchester. Verbatim: troponin results falsely elevated with tube lh 367885. 2 locations are reporting elevated troponins ¿ winchester and basingstoke¿ please confirm if this is correct ¿ that is correct. Which location reported the following results? I am not sure which site reported which. These are a mixture of both sites. Please confirm the lot # that is being used with the elevated troponins ¿ we are on lot number 2308675. The frothy samples was entered as a complaint for basingstoke ¿ is this happening at winchester as well? We are seeing this on both sites.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.